Event description:
Event description guidant received information that noise was noted on the rate/sense channel resulting in non-sustained episodes and inhbition of pacing. No inappropriate shocks have been delivered.